Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7086823

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration secondary to a non-device related surgery. Imaging was taken and lead migration was confirmed. The patient underwent a revision procedure wherein the leads were repositioned back into place. The patient was doing well postoperatively and the leads remain implanted.